Event description:
A technician reported a patient whose intraocular lens (iol) was noted to be "developing many spots (glistenings)" following implant surgery eight years ago. The effect on the patient's vision is not known. These "spots" were noted by another surgeon who is not the implanting surgeon. The implanting facility reported that the patient was last seen in 2003; her bcva was 20/15 and the lens was clear. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B) (4). (B) (4). (B) (4).